Manufacturer narrative:
The datacard logs were returned for evaluation and revealed the following errors: force too high when button pushed, hand piece button released during radio frequency, temperature limit exceeded, and rf delivery efficiency error. An error indicates a recoverable problem that requires operator intervention. If the error occurs during a radio frequency treatment, the radio frequency delivery will be stopped. A post-cooling step will then be completed prior to generating an ¿error tone¿ and display the event code and event message. After the error tone, the system will transition into an action required mode and it will display a text with further instructions for the operator on what action may be required in order to resolve the issue. Review of the data logs did not confirm the event code reported by the customer; the handpiece and the system performed as expected. Thermistor data had shown the liquid cryogen did flow to the treatment tip. Based on the datacard log evaluation, it is possible these errors were caused by user technique. Solta strongly discourages users from placing patients under local injections, tumescent anesthetic, or nerve block techniques to manage patient comfort during thermage procedures. The patient must be alert and provide required feedback during treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the operator in determining safe and effective treatment levels. According to the thermage cpt system user manual, blisters are a known possible side effect of thermage cpt treatments. The procedure produces heating in the upper layers of the skin and it may cause burns, subsequent blistering, scab formation, and a small chance of scar formation. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. The treatment tip was discarded and could not be obtained for an evaluation. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.

Event description:
The user facility reported a blister on the left cheek that was noticed the day after receiving a thermage cpt treatment of the cheeks, chin, and forehead. It was reported that the patient was sedated with nitrous oxide to complete the treatment. No secondary interventions were provided to the patient as a result of this event. The patient¿s current status and the possibility of any permanent damage or scarring remains unknown. The unused treatment tip was not inspected prior to starting or throughout the procedure; during the procedure a, "please check the connection between the pad and the cartridge¿ error message was prompted. It is unknown during what rep the error was displayed. The highest energy used was 3mj, using the stamping method. The user facility confirmed using solta cryogen and approximately half a bottle of solta coupling fluid to complete the treatment. The patient has a history of undergoing unspecified thermage treatments in the same symptom area; however, the patient has not undergone any other treatments in the same symptom area within the past 90 days. No additional information is able to be received from the patient, as the clinic has been unable to contact them. No patient photos are available to be reviewed. The treatment tip was discarded by the user facility; therefore, it will not be returned for evaluation.